Event description:
It was reported the device was post-paced t-wave oversensing. Technical support was consulted and programming changes will be discussed with the physician.

Manufacturer narrative:
(B)(4).